Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was found unconscious and having a seizure by his wife. At the time, the patient¿s cgm was reading ¿extremely high¿ (no specific value was provided). Due to the high cgm value, the patient¿s wife treated the patient with an insulin shot. After a few minutes, the patient did not respond, so the patient¿s wife took a bg meter reading and found his reading to be ¿extremely low¿ (no specific value was provided). Therefore, the patient¿s wife then treated him with glucagon nasal spray. She then called emergency medical services (ems). Once ems arrived, the patient¿s cgm was still reading ¿extremely high¿, and the bg meter was reading 37 mg/dl. The patient was treated with an IV glucose drip and then taken to the emergency room (ER). The patient¿s wearable was also removed. At the ER, the patient was treated with a ¿glucose bag¿. For the first two hours at the ER, the patient¿s bg meter readings were under 100 mg/dl. After three hours in the ER, the patient¿s bg meter readings ranged from 170 mg/dl ¿ 180 mg/dl. The patient was discharged later the same day when his bg meter reading was 145 mg/dl. The patient was fatigued but his bg reading were stable at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the cgm was reading "extremely high", the reported glucose values fall within the e zone of the parkes error grid. At the ER, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.